Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cryoablation procedure 'nearly killed' the patient. No further information is available. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.